Event description:
It was reported that pump experienced recurring malfunction alarms with code 12 and no notable events occurred prior to the issue. There was no reported adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while tandem technical support arranged shipment of replacement pump.